Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This event was previously reported to depuy synthes spine on 31-oct-2019 and reported to FDA on 27-nov-2019 under manufacturer report number 1526439-2019-52515. On 16-jan-2020, it was identified to be a depuy synthes joint reconstruction product. All subsequent information related to this event will be submitted referencing report number 1818910-2020-02554. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Batch number :9173986. The only other piece of information is that the setting time was short (approx. 6 mins). This complaint involves one (1) device.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary =the complaint states: ¿the setting time was short (approx. 6 mins). This complaint involves one (1) device¿ the retained samples were tested in a temperature and humidity-controlled laboratory mean dough time: 1 min 15 sec. Mean setting time: 8 min 13 sec. Mix characteristics: dry. Handling characteristics: soft. Device history reviewed: 2 unrelated non-conformances on this lot number. Final micro and sterility tests passed. (B)(4) nits released. Lot expiry date: 31 may 2022. Complaints database searched: a complaint database search finds no additional reports against the provided product and lot combination. Based on the inability to find any other related incidents against the provided product and lot code, it is reasonable to conclude that there are no anomalies regarding manufacturing or inspection contained in the devic e history records that would contribute to the reported event. Complaints received by cmw in the last 12 months for this issue ¿ by product code: 1. By product family: 4 (1x depuy cmw 1g, 1x depuy cmw 2g, 2x depuy cmw 2g). DHR and complaints/ complaint trending reviews completed, no manufacturing or post-market action identified. Storage conditions : checked: not able to check storage conditions once product has been dispatched from site and there is no checklist from the hospital attached to the provided complaint information. Product checked: retained samples. Fmea reviewed: dva-107020-fde rev 9. IFU / label checked: n/a. Required testing: cement mixing. The reported failure was not repeated in the testing of the retained samples for this lot number. The cement mixed and behaved as expected for the product type. The complaint description cannot be confirmed from the results of this testing. Root cause cannot be determined from the results of this testing. Dva-107020-fde rev 9 was reviewed, and this failure mode is included on lines 61, 62, 72, 73, 74, 75, and 177. In each case, the risk is considered ¿as low as possible¿ and cannot be further mitigated. The mixing and use of bone cement can be significantly affected by exposure to high or low temperatures up to 24 hours before use. The optimum temperature for bone cement is 23 degrees celsius as per the IFU. Conclusion and further action: a root cause cannot be determined as the complaint problem has not been possible to replicate with the testing of the retained samples. However, the conditioning and storage of the product, or the operating theatre temperature could have potentially aided the unusual behaviour mentioned. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary the number of complaints received for this failure mode will continue to be monitored and product updates/ recommendations will be implemented at the post market surveillance review dependent upon occurrence ratings. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as required. Device history lot = device history reviewed 30 jan 2020. 2 unrelated non-conformances on this lot number. Final micro and sterility tests passed. (B)(4) nits released. Lot expiry date: 31 may 2022.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. E3 initial reporter occupation: lawyer.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : the complaint states: ¿the setting time was short (approx. 6 mins). This complaint involves one (1) device¿. The retained samples were tested in a temperature and humidity-controlled laboratory (B)(4). Mean dough time: 1 min 15 sec. Mean setting time: 8 min 13 sec. Mix characteristics: dry. Handling characteristics: soft. The reported failure was not repeated in the testing of the retained samples for this lot number. The cement mixed and behaved as expected for the product type. The complaint description cannot be confirmed from the results of this testing. Root cause cannot be determined from the results of this testing. Device history lot: device history reviewed 30 jan 2020. 2 unrelated non-conformances on this lot number. Final micro and sterility tests passed. (B)(4) units released. Lot expiry date: 31 may 2022. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.